Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors and a fracture were observed on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced without complications.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 14.4-17.8cm from the distal tip. Externalized conductors due to internal insulation abrasion under and proximal to the svc shock coil 28.4-30.6cm from the distal tip. Internal insulation abrasion was noted at 7.6-9.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 27.5-27.7cm and 27.9-28.0cm from the distal tip. The etfe coating was intact at these locations. The reported fracture was not confirmed.